Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as complaints (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by stomach pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event, pd therapy was discontinued and the patient started hemodialysis (hd) therapy. During hospitalization, the patient was treated with an unknown antibiotic (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, during hospitalization, the antibiotic treatment was discontinued. Ten days after hospitalization, the patient was discharged. The cause of peritonitis was not reported. At the time of this report, the event of peritonitis was ongoing and improved and the patient was continuing to perform hd therapy. No additional information is available. This is report 4 of 4.